Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient attempted to turn her scs system on after not using or charging the ipg for several months, however, the patient programmer and the charger would not locate the ipg. The patient's ipg was deemed inoperable. Surgical intervention may be taken to replace the patient's ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.